Event description:
This is a spontaneous case report received from an attorney in the united states, on behalf of an adult female plaintiff in united states on 28-sep-2016 who had essure (ess205) (fallopian tube occlusion insert) inserted in 2006 for permanent birth control. Following the essure procedure, the plaintiff began suffering from severe pelvic pain, dysmenorrhea, menorrhagia, and abnormal bleeding. She sought medical attention for her severe pelvic pain and abnormal bleeding. On or about (B)(6) 2007, she underwent a hysterectomy with removal of the essure devices. Company causality comment: this case report received from a lawyer on behalf of an adult female plaintiff who had essure (fallopian tube occlusion insert) inserted and following the procedure, began suffering from severe pelvic pain and abnormal (genital) bleeding. She underwent a hysterectomy with removal of essure devices. These events are anticipated according to the reference safety information for essure. Pelvic pain and genital bleeding may occur during essure use. Given the positive temporal relationship and their nature per se, causal relationship between the reported events and essure use cannot be excluded. Since device removal was required, this case is regarded as incident. Technical analysis has been requested. Further information will be obtained through litigation process.

Manufacturer narrative:
Follow up information received on 11-nov-2016: quality-safety evaluation of product technical complaint (ptc). This adverse event report is related to a ptc and the bayer reference number for the ptc report is (B)(4). No sample available for this investigation. Since we have no valid lot number for this case we were unable to conduct a review of the manufacturing batch record and thus were unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality detect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Company causality comment: this case report received from a lawyer on behalf of an adult female plaintiff who had essure (fallopian tube occlusion insert) inserted and following the procedure, began suffering from severe pelvic pain and abnormal (genital) bleeding. She underwent a hysterectomy with removal of essure devices. These events are anticipated according to the reference safety information for essure. Pelvic pain and genital bleeding may occur during essure use. Given the positive temporal relationship and their nature per se, causal relationship between the reported events and essure use cannot be excluded. Since device removal was required, this case is regarded as incident. A product technical analysis was performed with neither complaint sample nor valid lot number. Thus, a product quality defect could not be confirmed but is considered plausible as it cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Further information will be obtained through litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In july 2006, the patient had essure (ess205) inserted.in 2006, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea / dysmenorrhea (cramping),") and dysfunctional uterine bleeding ("dysfunctional uterine bleeding"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), menorrhagia ("menoragghia") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). The patient was treated with surgery (hysterectomy (partial), essure coils also removed). Essure (ess205) was removed on (B)(6) 2007. At the time of the report, the pelvic pain, genital haemorrhage, menorrhagia and vaginal haemorrhage had resolved and the dysmenorrhoea and dysfunctional uterine bleeding outcome was unknown. The reporter considered dysfunctional uterine bleeding, dysmenorrhoea, genital haemorrhage, menorrhagia and pelvic pain to be related to essure (ess205). No further causality assessment were provided for the product. Quality-safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect of device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality detect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 28-feb-2018: pfs received, product information updated, outcome for event genital haemorrhage updated,pelvic pain, event added :- dysfunctional uterine bleeding.essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.